Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the nebulizer did not function with an oxygen flow that's superior to 16l/mn.

Manufacturer narrative:
(B)(4). Corrected data: procode has been corrected to caf. A device history record (DHR) was performed and there were no issues found that could relate to the reported complaint. The device was not returned for evaluation; therefore, the complaint could not be confirmed. If the device is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the nebulizer did not function with an oxygen flow that's superior to 16l/mn.